Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow: damage. Visual inspection: the 5.0 mm flexible shaft (p was received with the shaft of the flexible reamer broken close to the start of the proximal end of the device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was completed, the outer diameter of the shaft close to the fracture site was determined to be within specifications. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Also no non-conformance was noted for the for the shaft used material. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event year reported as 2019; exact date is unknown. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during reaming, the flexible reamer shaft broke. Surgeon took framing rod out with t-handle chuck which extracted the flexible reamer shaft as well. There was no fragments generated. There was a surgical delay of three (3) minutes. Procedure was successfully completed. There was no patient harm/consequence. Concomitant medical products reported: unknown reamer head (part # unknown, lot # unknown, quantity 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for complaint (B)(4).